Event description:
The user reported that during an aortic and left ventricular angiogram procedure, the tubing burst during injection. There was spray. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the evaluation has been completed.